Event description:
It was reported during an unknown procedure the gasket of the flapper valve of a 511sd became dislodged and fell into the pt's abdomen. 10/24/97 the gasket was retrieved from the pt's abdomen. It is unknown how the case was completed.